Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer delivered a correction bolus via the pump to address bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Technical support educated customer regarding type of insulin used. Customer acknowledged information. Customer changed the cartridge and reportedly, resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart.